Manufacturer narrative:
The lift, tub, and staff members were not made available to arjo for further investigation.

Event description:
The facility reports that at approximately 7:10am, the staff had positioned the resident at the end of the tub with the resident facing away from the end of the tub and with the pillar controls of the lift on the right side of the resident. The don believes the tub was in a low position - because the lift would have been raised - and the tub lowered in order to remove the resident on the lift from the tub. The seat belt was applied. The don estimates that the chair of the lift may have been approximately "waist-height" to the caregiver to dry the resident. The staff left the resident to move to the left side of the tub, reach over the tub, retrieve the shower handle on the right side of the tub and begin spraying soil out of the tub shell and down the drain of the tub. As the staff member began to spray the tub, she heard a "bang" and upon turning to look, found the resident and bath chair fallen to the floor. Resident was still buckled into the safety belt on the lift. A second responder arrived, released the belt and removed the lift from the top of the resident. Immediate first aid was to apply compression to the bleeding from a laceration to the right eyebrow and left ear and a fracture of the right wrist. Resident passed away some time before 7am the following day.